Event description:
It was reported that the stored egm revealed an aborted charge due to noise. During a follow up, noise was observed when patient was sitting in a chair at the clinic. Pocket manipulation or provocative movement did not reveal any noise. X-ray showed no abnormalities. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.